Event description:
Additional information was received from hcp. It was reported that there was no issue related to device, therapy or procedure. Patient reported hospitalization for abdominal pain and metabolic issues. Therefore no action was taken from pain management. Patient reported that the device is working well, during their office visit on 11th october.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803; note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from hcp. It was reported that there was no issue related to device, therapy or procedure. Patient reported hospitalization for abdominal pain and metabolic issues. Therefore no action was taken from pain management. Patient reported that the device is working well, during their office visit on 11th october.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having a handful of issues charging their implant. Patient reported that their implanted neurostimulator had been dead for two weeks because the controller was not functioning correctly. Patient stated that they had been in the hospital but was home today and was back on oral pain meds. Patient shared that awhile back, near the end of july when they would try charging their implant, it would say system problem rm06. Patient shared that resetting the controller fixed it for awhile but that this would happen once a week; agent understood as the message would appear. Patient said that starting about a month ago, when they were attempting to charge the implant, they would hit recharge and the controller would say checking recharge quality or it wouldn't come out of that process and it would connect to the device. Patient said then they would immediately get the tone that the controller battery was low and they would look at their controller and it's battery was 100%. Patient noted that one of these issues would happen every time they tried to charge their implant and that they would keep occurring until they reset the controller. Patient shared that they had to recharge the implant twice a day. Patient mentioned that without warning when recharging the implant, the green light above the screen wouldn't be flashing and the controller wouldn't be charging the implant. Patient also noted that when they plug the recharger into the controller the display may not show and that it'll just show the main therapy screen with the batteries, lock symbol and the menu button but the rest of it would be white on the screen even if they reset the controller. Patient confirmed the controller may display a white screen 3 days in a row when attempting to charge the implant. Patient shared that on saturday they had their husband bring their external equipment to the hospital and after 4 hours of trying to charge, they gave up. Patient said it was impossible to recharge their implant at this point. During the call, patient reset the controller. Patient confirmed no visible damage to the controller charging port, battery pack and battery compartment. Patient confirmed that the recharger cord was frayed and that they could see white or wires and didn't see that it was damaged until today. Patient then said that they noticed that if they moved the recharger cord in a very certain way, the controller would get stuck in the spinning checking recharge quality screen or would advance quickly to charge the implant. The issue was not resolved. Agent reviewed information. Due to ongoing issues, a replacement controller and recharger were sent out.